Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts." (B)(4).

Event description:
Report was received that patient underwent right total hip arthroplasty and was subsequently revised due to pain and recurrent masses. Additional information received indicates the total hip arthroplasty procedure occurred on (B)(6) 2000 and the revision procedure took place on (B)(6) 2006. The acetabular cup, acetabular liner and modular head were removed and replaced. The femoral stem remains implanted. No further information has been provided to date.